Event description:
It was reported that the patient had had pocket shocks periodically but impedances had been fine. Refer to regulatory report# 3004209178-2013-00384 for additional information on this bilateral system.

Manufacturer narrative:
Device used for off label indication. The indication device used for was mru. Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 64001, lot# n293019, implanted: (B)(6) 2012, product type adapter; product ID 64001, lot# n293019, implanted: (B)(6) 2012, product type adapter; product ID 37651, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3389s-40, lot# v297034, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot# v251538, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
Additional information received reported that reporter thought that there was a short in the adaptor though the impedances going into the procedure was ¿okay.¿

Event description:
Additional information received reported that the patient's other implantable neurostimulator (ins) was "defective." If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID 64001, serial# unknown, product type adaptor. (B)(4).